Event description:
A report was received from the affiliate indicating that during a coronary intervention while inflating the balloon on the 2.75 x 28mm cypher select plus stent, at 14 atms, they noticed a decrease in pressure. Upon removing the device from the patient they found it had began leaking half way along the shaft of the delivery system. No additional information was provided. The product will be returned for analysis.

Manufacturer narrative:
Please note: device (lot# 13259133) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.